Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of recurrent mitral regurgitation (mr), unspecified tissue injury, infection, atrial fibrillation, and respiratory failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported patient effects of recurrent mr and unspecified tissue injury appear to have been cascading events of the reported incomplete coaptation/slda. A cause for the reported infection, atrial fibrillation, and respiratory failure could not be determined. The reported poor image resolution appears to have been a result of patient anatomy. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported two clips were implanted on (B)(6) 2021, reducing functional mitral regurgitation from 4 to 2. On (B)(6) 2021, follow up transesophageal echocardiography (tee) was performed showing mitral regurgitation (mr) had increased from 2 to 4. The clip (00818u250) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and a chordae rupture was suspected. Surgical treatment is on hold, because the patient experienced an elevated white blood cell count and atrial fibrillation with rapid ventricular response (rvr). The patient was re-intubated and remains in intensive care. No additional information was provided.